Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, ¿it was reported that when implanting a porocoat femoral component, the femoral impactor was accidentally hit by mallet and the red knob broke off.¿ product description: attune femoral introducer. Product code: 254401005. Lot no: ab3909531. Quantity of manufactured: (B)(4). Date of manufacturing: 23-feb-2018. Expiry date: n/a. IFU reference: IFU 090200836 rev g. A manufacturing record evaluation was performed for the finished device product description: attune femoral introducer product code: 254401005 lot no: ab3909531, and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 23-feb-2018. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: IFU 090200836 rev g. Device history review: a manufacturing record evaluation was performed for the finished device product description: attune femoral introducer product code: 254401005 lot no: ab3909531, and no non-conformances / manufacturing irregularities were identified. H11 additional narrative: added: h4.

Event description:
It was reported that during a total knee arthroplasty (tka), when implanting a porocoat femoral component, the femoral impactor was accidentally hit by mallet and the red knob broke off.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional manufacturer narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.